Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of normal saline, at an unspecified rate. After 40 minutes, the customer contact reported that when they attempted to clean the clave secondary port on the cassette of the primary tubing, with alcohol, prior to attaching an unspecified secondary set, the clave secondary port fell off. The set was replaced and therapy was resumed. There were no reported adverse effects and no reported delays in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact stated that the sample was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.